Manufacturer narrative:
(B)(4). Additional information was requested from the user facility. From the responses received, it was determined that no damage was noted to the packaging, the dispenser hoop was flushed with saline and no difficulties were experienced removing the device from the dispenser hoop.

Event description:
When the device was flushed during preparation, it was noted that the balloon was leaking. The physician completed the procedure with the use of another device. There was no patient involvement.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The subject device was returned for analysis. The balloon was pressurized to nominal pressure (6atm) and held for 5 minutes. Magnified inspection inside the inflation port revealed no leaking or damage to the shaft. Product analysis was unable to confirm the reported event. The manufacturing controls in place for balloon leaks include multiple 100% visual inspections for damage and 100% processing through leak and vacuum decay testing. Based on analysis of the device and available information a definitive root cause was unable to be determined, therefore a root cause of 'not confirmed' was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
When the device was flushed during preparation, it was noted that the balloon was leaking. The physician completed the procedure with the use of another device. There was no patient involvement.